Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Customer returned pump for an alleged pump error 25 on 01/17/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the displacement test, sleep current measurement test, self test and active current measurement test. All currents within spec range. The pump was monitored for several days and failed batt test (58), power loss alarm noted on 03/09/2023 08:42:27.000 during testing. Power error 25 was confirmed in history file due to j6 connector resistance issue. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. Failed batt test (58) was found in history file on 03/09/2023 08:42:27.000. Pump error 75 was found in history file on 03/09/2023 10:13:48.000. In summary, customer alleged pump error 25 confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm repeatedly. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device. The device was returned for analysis.